Manufacturer narrative:
The lens was returned to b+l. Visual inspection found both haptics bent not meeting specifications. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, we are unable to determine root cause of the event. Inspection and test records indicate that the lot conformed to specification at the time of release.

Event description:
It was reported that the li61se lens was inserted into the patient's right eye and immediately removed as the haptic kinked intraoperatively. The incision was enlarged to remove the lens and another iol of the same model was successfully implanted. Sutures were necessary to close the wound. Please reference MDR#: 1119279-2011-00134.